Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a breathing circuit failure alarm and a low-pressure alarm. The ventilator stopped ventilation and the patient experienced a transient desaturation during ambu bagging while being transferred to an alternate ventilator.

Manufacturer narrative:
Additional information: section a1 correction to section h6 evaluation code method and result device evaluation summary: one pump assembly was returned to medtronic for further analysis. The complaint was not verified, but a different issue found that the device failed the system leak test. A definite root cause was unable to be determined. One of the pistons was chipped due to physical damage, and one of the o-rings was slightly dislodged. A visual inspection was done and no visible signs of damage were observed. The pump was installed in a known good ht70 test bed. Performed and passed the circuit check test. The device was run at the standard test settings with no issues occurring. Motor speed calibration was then performed on the calibration screen and passed the test. Then the system leak test was performed and observed that failed the test due to exceeding the maximum allowed flow of 1 l/min. An internal investigation was performed, and physical damage was found on one of the pistons. This was a potential cause of the failed leak test. The o-ring at the opposite piston was also slightly dislodged. No other issues were found with the device. A definitive root cause was unable to be determined for the failed leak test. The investigation found that the reported symptom could not be verified, but different issue was found and the cause of the secondary event was isolated to the pistons was chipped due to physical damage, and one of the o-rings was slightly dislodged. The cause of the reported event could not be determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.